Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient received the following results within 15 minutes: 400 mg/dl and 37 mg/dl. The patient had hyperglycemia symptoms such as thirst, sweating, stomach pain, acetone-like breath, vomiting and headache. The acetone test performed was positive. Therefore, the mother administered 8 units of insulin to the patient and took her to the hospital. At the hospital, the daughter fell into a coma. The patient remained in hospital for one day and was treated with insulin intravenously.